Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready ID (crrid) on the echo.

Manufacturer narrative:
Review of results: crrid lot id128. Cells 1-14 all cells negative; cells 1 and 3 are e-positive cells. Positive and negative controls appear as expected. Confirmed the reactivity of the e antigen on retention capture-r ready-ID (crrid) lot id128.